Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, device received with intermittent middle (enter) button due to flattened dome switch (no crease).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump no longer work. The customer's blood glucose level was 120 mg/dl at the time of incident. Customer stated that the center button has no spring under it so it's going to different screens without any input from him. Customer also stated that numbers are not ramping on their own and the scroll bar was moving with no input. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.